Event description:
The instruments were used during a coronary artery bypass graft. It was reported the contact person was dissatisfied with the performance of the clip appliers. No other info is available at this time. There is no known consequence to the pt.